Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2024, the doctor found the swg separated prior to use on the patient.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg separated prior to use on the patient.

Manufacturer narrative:
(B)(4), the report of a kinked guide wire was confirmed through examination of the returned sample. The customer returned one guide wire within its advancer for evaluation. The product packaging and tray were not returned. The guide wire was returned within the advancer tube and signs of use were observed. The customer confirmed that the sample was contaminated within the clinical setting. The returned guide wire had one kink on the distal j-bend. The returned guide wire did not match dimensional specifications of the guide wire provided in the reported finished good which suggests the customer either returned the incorrect guide wire or reported the incorrect finished good. The guidewire passed the functional test specifications. A device history record review did not identify any manufacturing related issues. Based on these circumstances and the customer description, the root cause could not be determined due to the discrepancy between the reported device and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.